Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the atrial lead had dislodged. During repositioning procedure on (B)(6) 2018, the lead could not be repositioned, so it was removed and replaced. The patient was stable post-procedure.

Manufacturer narrative:
A complete lead was returned for analysis. The damage found was sustained during surgical procedure. The lead was otherwise normal.